Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the hole where the stud goes in and attaches to the fork is hollowed out.